Event description:
It was reported that the patient dropped the ilet pump, after which the touchscreen became unresponsive and the screen appeared cracked, consistent with physical damage to the display assembly and user interface malfunction. Symptoms included no reported adverse clinical effects. Outcomes included no impact on clinical status and continued use of the cgm independently until replacement arrival. Investigation included device exchange and data sync instruction, with return labeling for evaluation. Investigation of this case revealed a damaged screen and nonfunctional touch input consistent with accidental damage to the device housing/display; no other device components or software behaviors were implicated based on the report. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from an external impact.